Manufacturer narrative:
Initial.

Event description:
It was reported that during an infusion set and cartridge change, the needle guard was not removed, causing the cannula to bend and the set to deploy incorrectly so insulin was not delivered for about 10 hours, with continuous glucose monitor (cgm) readings reaching 260 mg/dl at the time of the event on an ilet system. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy without emergency care or hospitalization. Investigation included communication with the user, analysis of information provided by the user, and troubleshooting and education after which glucose trended down to 181 mg/dl. Investigation of this case revealed no device malfunction and identified a usage problem related to improper or incorrect procedure involving the cannula and connector. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.